Event description:
It was reported that bd veritor ¿ at-home covid-19 test had run test twice and tested negative but later confirmed they were positive. The following information was provided by the initial reporter: customer reported before thanksgiving over the course of 5 to 6 days they tested with our test twice and was told they were negative both times but she took another test and was told they was positive.

Manufacturer narrative:
H.6 investigation summary this summarizes the investigation results regarding a complaint that alleges false negative results when using bd veritor at home covid-19 test (material # 256094), batch number unknown. Customer claimed that they tested with veritor at home twice and received negative results both times but they took another test and it was positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, review of software updates, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. A review of software fixes and software updates was conducted, and no issues related to this complaint were identified. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that bd veritor ¿ at-home covid-19 test had run test twice and tested negative but later confirmed they were positive. The following information was provided by the initial reporter: customer reported before thanksgiving over the course of 5 to 6 days they tested with our test twice and was told they were negative both times but she took another test and was told they was positive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.